Event description:
Dexcom was made aware on 03/26/2025, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. The patient they experienced a skin reaction with redness, pimples and scar on the needle puncture site. The patient stated she receives treatment of a blood transfusion every 7 days because she is immunocompromised; however, it is not clear if this is related to the skin reaction. There was no documentation of further medical evaluation or intervention. At the time of contact, it was indicated that the patient was feeling unwell. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).